Event description:
Reportedly, since at least 16 november 2022, fluctuations in atrial and ventricular impedance values have been observed. Issue with the lead could be suspected.

Manufacturer narrative:
Summary of the investigation: the manufacturing process of these units were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. The review of the provided pictures of the in-clinic follow-up report revealed that since november 2022, an issue with the ventricular and atrial leads could be suspected (decrease and fluctuation of the ventricular and atrial impedance values). The origin of these electrical behaviours is unknown. Since no files from previous follow-ups were provided, neither the first occurrence nor a long-term overview can be determined. Based on the available data and the fact that the subject leads were not returned for analysis, remain implanted, a lead(s) insulation issue could not be excluded. A careful monitoring of the ventricular and atrial leads integrity should be performed to ensure the adequate sensing and pacing functionality (refer to the recommendations below). The results of this investigation are retained and utilized for trending purposes.

Event description:
Reportedly, since at least (B)(6) 2022, fluctuations in atrial and ventricular impedance values have been observed. Issue with the lead could be suspected.

Manufacturer narrative:
The provided information confirmed the reported electrical issue with the atrial lead. The production record review revealed that the vega lead was released following all applicable procedures. Additional investigations are currently ongoing, a new follow-up will be performed as soon as the results are available.

Event description:
Reportedly, since at least (B)(6) 2022, fluctuations in atrial and ventricular impedance values have been observed. Issue with the lead could be suspected.